Event description:
The customer reported that the live image would not be displayed after taking an exposure. There is no report of patient injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The ps2 power supply and power signal interface board were replaced. The system was then found to be operating as intended.